Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a skin reaction was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient¿s mother stated she noticed a rash on the patient and removed the sensor on (B)(6) 2018. She treated the affected area with a rash cream that was previously prescribed by their healthcare provider because the patient was allergic to the adhesive on the patch. Date of the prescription is unknown. At the time of contact, the patient was in stable condition. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.